Event description:
It was reported that during preparation of the device, at the moment of loading the device on a balance middleweight universal guide wire that was in the left anterior descending artery, some resistance was experienced. The device was moved a bit forward and backward a couple of times when the distal 3 mm (the blue part) of the device tip separated. The issue occurred out of the patient's anatomy and the device was not used. There was no resistance upon removal of the device from the guide wire. The procedure was successfully concluded by using another device. There were no adverse patient effects. There was no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported tip separation was confirmed. The reported difficult to position could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.